Event description:
Health care facility reported that a patient receiving antibiotics and IV fluids through cvc in left subclavian triple lumen catheter had a 1657 tegaderm chg dressing in place developed redness under the chg gel pad. The facility reported the patient had excessive sweating. The facility reported that the povidone iodine, alcohol, and duraprep had been used on the skin prior to dressing application. The facility reported that the catheter was removed due to skin reaction. A topical antibiotic was applied to the skin and the area healed.

Manufacturer narrative:
Complaint type will be monitored.